Event description:
Technical services received a call on (B)(6) 2011. Caller stated that there was noise on this ra lead. Noise is being tracked intermittently. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).